Manufacturer narrative:
Clarification: painful lump with pus is a known potential adverse event addressed in the product labeling. "Cellulite" is considered an unexpected adverse drug experience. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported being injected with ¿1 syringe [of unspecified juvéderm® voluma¿] for each side of the mouth and a whole syringe under each eye¿ due to having ¿two big bars under [the] eyes¿. Approximately 4 months later, the patient presented an ¿inflammation problem on the right side of the face quite impressive¿. After seeing physicians, a dentist, and having an ultrasound performed, the patient was diagnosed with "cellulite of the face". The ultrasound showed ¿granulomatous layers¿. The patient was treated with antibiotics right away. The patient added, ¿this event happened after a week and a half, but I had an inflammatory and painful lump on the other side of my face with pus. Physician thinks that the reaction is latest¿. Additionally, the patient reported to have seen an aesthetic physician who confirmed the event is due to the injections. The event has not resolved.

Manufacturer narrative:
Clarification to section h.6.: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, healthcare professional reported that the patient was injected with 2 mls of juvéderm® voluma¿ with lidocaine in the malar area. Right jowl and left jowl were reported as affected sites. There was initial follow-up by his otorhinolaryngology and physician. ¿initial diagnosis, cellulitis of the face (association with sinus problems apparently).¿ patient was treated with antibiotic and anti-inflammatory drugs. On the month of onset, ¿appearance of the same signs on the left¿, patient missed appointment. During the confinement and seeing the photos on the left with ulceration and redness, hyaluronidase treatment was proposed, which the patient refused preferring treatment by dermatologist.